Event description:
This spontaneous report was received on 18-may-2026, regarding a 65-year-old female consumer in association with color change bandage dogs 2.25in x 2.25in. The consumer initially reported using a dinosaur welly bandage; however, the correct device was identified using the photos provided by the consumer. Follow up was completed with the consumer via telephone on (B)(6) 2026. All contacts will be treated as an initial report. On around late on (B)(6) 2026, the consumer applied color change bandage to cover a scratch on her left wrist. She showered that night and went to bed. The next morning, she removed the bandage but experienced pain, skin tear and bleeding. The consumer said the skin tear was "deep like four layers of skin". In approximately, on (B)(6) 2026, the consumer asked a physician to look at her wrist and was told it may be infected, and to use neosporin for treatment. The symptoms were resolved but a one-inch white scar was developed. The consumer thought the scar was going to be permanent. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.